Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.

Event description:
It was originally reported that the device was broken. Upon receipt of and preliminary evaluation of the device in 2007, it was found that the device has broken tip, which results in straight shots. This complaint is now MDR reportable.